Event description:
It was reported that the patient had a hematoma approximately three weeks post-implant. The pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.